Manufacturer narrative:
(B)(4). D10: item name: tprlc 133 t1 pps ho 16x152mm; item number: 51-104160; lot: 7723717. G2¿foreign¿netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to a femoral head fracture after the patient stood up, approximately 2 days post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided two views of the left hip (one showing the fractured head and one immediate postoperative) and reviewed by a radiologist. The review confirmed a left total hip arthroplasty with a fracture of the femoral head. Postoperative images show the implant to be appropriately sized, with no contributing factors identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.